Event description:
It was reported the hv lead impedance was upper out of range and the competitive device that it was connected to indicated that shock integrity could be compromised. The patient was admitted to the hospital two days later and the most recent checkup confirmed the hv impedance reading was out of range. The lead was explanted and replaced. The patient condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead with the distal tip measuring 62.6cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.5-11.7cm from the distal tip. Internal insulation abrasion was noted at 7.5-8.8cm, 12.2-12.6cm, 35.2-35.9cm, 36.9-37.1cm, 38.8-38.9cm, 39.1-39.2cm, and 54.7-55.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 19.5-19.7cm from the distal tip. The svc conductors were fractured at this location, consistent with the field observation of high hv lead impedance.